Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jul-2019, UDI#: (B)(4). Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the tube kinked and had to be replaced in (B)(6) 2018. The patient looked for but could not locate recommendations or information about what was and was not appropriate physical behavior when living with a pp (pain pump) i.e. Was it okay to bend, twist, lift, etc. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the kink was that the patient had lithotripsy done. The patient's weight was (B)(6) lbs. No further complications were reported.